Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during surgery, an ophthalmic suture needles were found to be blunt. The procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report. This report corresponding to two of two separate events reported on different dates from the facility.